Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the clinic with dizziness and lightheadedness related to drops in flows on the ventricular assist device (vad). The patient was admitted to the hospital for ongoing evaluation and found to have episodes of acute drops in flow and pulsatility,that did not appear to be associated with any position change or patient condition. The patient was euvolemic by exam per clinician and the episodes are not reproducible with standing or sitting. The episodes occur spontaneously. Computed tomography angiography (cta) performed and showed inflow cannula was well positioned and widely patent. The patient received anticoagulation therapy and intravenous (IV) fluids. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a sustained decrease in the power consumption and estimated flow rate beginning (B)(6) 2018. 45 low flow alarms have been logged since (B)(6) 2018 through (B)(6) 2018. Of note, it was reported that the patient received anticoagulation treatment and intravenous fluids after which the power and flow returned to normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event can be attributed to external factors such as thrombus at the inflow cannula/outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.